Event description:
Clinical study. It was reported that 1565 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x12mm, 80% stenosed lesion in the right posterior descending artery (r-pda) with predilation and placement of a 3.0x16mm express2 bare metal stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. During a five-year follow up, the site learned that 1551 days post index procedure, the patient underwent cardiac catheterization due to new onset chest pressure with radiation to both arms while lying down, and shortness of breath and dizziness without activity. Two taxus stents were placed in the mid left anteriour descending artery (mid lad). The patient was discharged the next day. At 1565 days post-index procedure, the patient returned for treatment of the mid right coronary artery (mid rca). The 80% stenosed mid rca was treated with a 3.5x16mm taxus stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. The investigator noted the event was unrelated to the study device, but possibly related to prior co-morbid condition. In aug 2007, the clinical event committee assessed the device relationship as "indistinguishable".

Manufacturer narrative:
Device eval: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.